Manufacturer narrative:
(B)(4). Date sent 10/28/2025 d4 batch # z70205. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger broken and the jaws closed. In addition, the package opened was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, twenty-one (21) clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch z70205 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the handle could not grip after opening before use. The device could not be used. This event was found before use. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.